Event description:
A hemodialysis patient user facility has reported that during treatment a blood leak occurred. The machine alarmed, the leak was not visually observed at the time and blood test strips were used. Estimated blood loss was 150-200cc's. Patient did not require any medical intervention. Patient is stable. Sample is not available; sample was discarded.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.